Manufacturer narrative:
H3: device eval by manufacturer: a media review was performed from the index procedure by a boston scientific quality employee. A review of the media identified a large build-up of calcification in the annulus. The media identified no issues with the lotus edge device which could potentially have contributed to the complaint incident. No issues were noted with the positioning of the valve or guidewire throughout the series.

Event description:
Reprise IV study. It was reported that a cerebral vascular accident (cva) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. On an unknown date, the subject received a loading dose of 325 mg aspirin prior to the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty(bav) as indicated in the directions for use.there were no conduction disturbances noted post bav. Bav was subsequently followed by deployment of a 27 mm lotus edge valve into the correct anatomical location event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr), a stroke code was called approximately 90 minutes post-op. Subject noted to have left side weakness, visual disturbance and garbled speech after extubation. The subject was noted unable to move the left side compared to right side with aphasia. On the same day, computed tomography(CT) revealed patchy small vessel ichemic changes within the supratentorial white matter with no intracranial hemorrhage. CT angiogram revaled no large vessel occlusion. CT perfusion revealed a right temporal occipital 15 ml penumbra with no core infarct. However, MRI was recommended for the subject. The event was treated with apirin, and continued on caumadin, and this event led to prolongation of existing hospitalization. The event was considered resolved on the same day as the procedure. Subject was discharged to subacute rehab with an mrs of 3 and nihss of 4, six days after the index procedure. At discharge subject was alert, oriented only to self and confused, dizziness with standing. Currently subject is at rehab, status of symptoms unknown. It was further reported that prior to the index procedure, the subject was on aspirin and eliquis; however, eliquis was discontinued in preparation for the index procedure. The subject received the previously reported loading dose of 325 mg aspirin on the same day as the index procedure, prior to the index procedure. The subject developed severe hypotension requiring cardiopulmonary resuscitation for approximately 7 mins. The subject's blood pressure improved from 75/44 to 149/83. The subject received 3 doses of epinephrine; however, hypotension persisted and the subject was placed on cardiopulmonary bypass and ventilator post balloon valvuloplasty and before the 27mm lotus edge valve placement. Post stroke code, neurologic examination revealed cranial nerve ii with left homonymous hemianopsia, gait deferred, coordination of finger/nose with decreased shoulder range of motion and slight incoordination reflexes on the right side down going and left equivocal, and sensory abnormal variable inconsistent responses. On the day following the index procedure, the subject was diagnosed with acute ischemic stroke most likely cardioembolic in origin. Etiology of the stroke was ischemic with diagnosis based on clinical symptoms and neuroimaging. Lipitor was started, following the standard of care for stroke. Due to high cha2ds2-vasc score, the subject was started on coumadin 2.5 mg daily.the event was resolved on the same day as the index procedure; however, some symptoms persisted, and CT imaging showed the presence of stroke through discharge. Three days post index procedure, the subject developed confusion overnight and another stroke code was called. Neurologic examination revealed the patient to be oriented to self but not to time and place; impaired fluency, repetition, comprehension and naming and no asymmetry/focality noted on sensory motor exam. The same treatment measures were continued with the addition of pt/ot therapy. Six days post index procedure, the subject was discharged on aspirin and coumadin with recommendation for follow-up CT in 6-months.

Event description:
(B)(6) study. It was reported that a cerebral vascular accident (cva) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. On an unknown date, the subject received a loading dose of 325 mg aspirin prior to the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty(bav) as indicated in the directions for use. There were no conduction disturbances noted post bav. Bav was subsequently followed by deployment of a 27 mm lotus edge valve into the correct anatomical location. Event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr), a stroke code was called approximately 90 minutes post-op. Subject noted to have left side weakness, visual disturbance and garbled speech after extubation. The subject was noted unable to move the left side compared to right side with aphasia. On the same day, computed tomography(CT) revealed patchy small vessel ischemic changes within the supratentorial white matter with no intracranial hemorrhage. CT angiogram revealed no large vessel occlusion. CT perfusion revealed a right temporal occipital 15 ml penumbra with no core infarct. However, MRI was recommended for the subject. The event was treated with aspirin, and continued on coumadin, and this event led to prolongation of existing hospitalization. The event was considered resolved on the same day as the procedure. Subject was discharged to subacute rehab with an mrs of 3 and nihss of 4, six days after the index procedure. At discharge subject was alert, oriented only to self and confused, dizziness with standing. Currently subject is at rehab, status of symptoms unknown.